Event description:
Right-handed pt had 12 years of parkinson's disease. Medications which lost efficacy for the last two years. Placement of deep brain stimulator into the left subthalamic nucleus was performed that initially resulted in a moderate improvement of dyskinesia. In 1/01, during regular visit for reprogramming, no response was found to higher parameter (4v) of stimulation. An x-ray showed a small defect in the electrode about 1.5' below the connector.